Event description:
Complainant alleged that the medics were attempting to defibrillate a pt who was in cardiac arrest. The medics charged the device to 200 joules, but the device failed to discharge, and the device displayed "poor pad contact" and "check pads" error messages. There was no indication of any adverse effect to the pt as a result of the reported malfunction.